Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal es was deployed. Four days later, the pt presented at the emergency room of the hospital complaining of a painful groin. The pt was admitted for three days and was diagnosed with an infection and was treated with IV antibiotics. The pt was discharged without any further reported complications.